Event description:
It was reported that the patient underwent a pelvic floor repair procedure on (B) (6) 2006 and alleges "vaginal rejuvenation" following cystocele/rectocele repair and complains of persistent sexual problems as a result of the doctor, allegedly, conducting additional procedures without her consent in addition to the pelvic floor repair procedure. No additional information is available at this time.

Manufacturer narrative:
(B) (4). (B) (4) - undefined vaginal symptoms occurred, sexual problems occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.